Event description:
It was reported that the patient was scheduled for a leadless pacemaker (lp) replacement procedure. During the procedure, the physician used a different brand retrieval catheter, which was advised against in the catheter¿s IFU. Once the lp was removed from the patient¿s body and removed from the protective sleeve, a piece of chordae tendineae also came out. The patient was in stable condition and the physician continued the implant of a new lp device. Post procedure, it was noted that the patient experienced severe tricuspid valve regurgitation due to rupture of the chordae. The patient will need a procedure to fix or replace their native valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).